Event description:
The customer reported that there was a communication failure error message. Further info was received from the fse indicating that the error resulted in a system lock up. There is no report of pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The backplane fuses were evaluated and reseated, and the system software nodes were reloaded during the service event. The system was tested and found to be working as intended and returned to service.